Event description:
Diagnostic laparoscopy performed. Plastic protector tip from versaport 5mm trocar broke off in "u" shape. Unable to locate tip, 4mm size, color clear when off, amber color when intact. Extensive search of abdominal cavity did not locate. Not visible on x-rays. All products pulled & returned to company.